Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and was unable to duplicate the reported failure. Hence, further cause of the reported issue could not be determined.

Event description:
It was reported that the device froze while monitoring a patient. The device use had no adverse effects on the patient as it was not needed for defibrillation therapy. There were no further details on the event and/or the patient provided.